Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2acup, unknown ; unknown head, unknown; unknown stem, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's hip has been indicated for revision for unknown reason. Attempts have been made and additional information on the reported event is unavailable.